Manufacturer narrative:
Serial number: unknown/not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(6). (B)(4). Field service specialist visited the account after the event and checked the phacoemulsification unit which passed johnson & johnson surgical vision upon arrival. Customer did not permit access to their handpieces to verify functionality. Customer agreed to, in the future, notate handpiece serial number and remove from circulation when they experience in-procedure issues. Fss completed the annual preventive maintenance and replaced foot pedal battery. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that at the beginning of the case the physician aspirated a bit of the endocoat near the lens where he was about to start sculpting. During the procedure the physician deployed a malyugin ring in the patient's eye without incident but the chamber shallowed a bit and extra endocoat was inserted. Within 2 to 3 passes of the phaco the physician noticed it was not getting much cutting and stop. By this point there was thermal effect to the wound which was gapping. He withdrew the tip and irrigated it and started again and it did cut. The aspiration line was properly attached. Later in the procedure the capsule breach and vitrectomy was performed. Lens was implanted in the sulcus and the wound required several sutures and was difficult to close.